Event description:
It was reported to boston scientific corporation that a bite blox was used in the mouth during a bronchoscopy procedure performed on (B)(6) 2026. During the procedure, a loud popping sound was heard. It was discovered that the patient had bitten down on the bite blox, causing a piece of the bite blox to break off. The patient required further evaluation using a second bronchoscope to confirm that no fragment had entered the airway or lungs. There were no patient complication as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation.